Event description:
Customer reported she was hospitalized twice. Both times customer's blood glucose (bg) was over 600 mg/dl. She stated her infusion set come off and was wondering if that maybe causing her high bg levels. Hospitalized on (B)(6) 2014. (B)(6) hospitalization bg was 588 mg/dl and moderate ketones. Symptoms: difficulty breathing and nausea. (B)(6) hospitalized was due to high bg of 600 mg/dl. She was treated with subcutaneous insulin and sodium chloride. She previously experienced a low, drank high c. Infusion had also fallen out, site had a bent cannula. Last friday she experienced high bg of 425 mg/dl. Drive support cap, normal. No air or leaks. Performed manual prime, insulin did exit. Time was incorrect. No alarms noted, she stated it never alarmed. While performing high pressure test call was dropped. Called back. She did test on her own and stated the device did alarm. Customer declined test again. Cannula bent and occluded. No further information reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.